Manufacturer narrative:
Terumo has received the actual device for investigation; however, terumo is still investigating this issue, and a follow-up report will be submitted when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the connection in the venous line had an air leak. The product was changed out. The surgery was completed successfully. There was no pt involvement.